Manufacturer narrative:
According to the complainant the device was discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient south medical attention and their blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, tachycardia, and hyperglycemia. The patient was treated with 3 bags of IV fluids, anti-nausea medication, pain medication, along with subcutaneous and intravenous insulin. The patient was released 9 hours later on the same day. The pod was removed at the hospital and thrown away.